Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the quality assurance was informed regarding two complaints associated to the excess of malleability of the catheter. They report it causes difficult to advance, difficult to remove the introducer (needing of a scissors), multiple vascular punctures, and a consequent increase of the risk for hemodynamic instability of the premature patient. This report addresses the first event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq3401 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in brazil. H3 other text : device not returned for evaluation.

Event description:
It was reported the quality assurance was informed regarding two complaints associated to the excess of malleability of the catheter. They report it causes difficult to advance, difficult to remove the introducer (needing of a scissors), multiple vascular punctures, and a consequent increase of the risk for hemodynamic instability of the premature patient. This report addresses the first event.